Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a sealed box of otomimix was opened, and one of the vials was empty. The empty vial could not be opened as the lid was tightly sealed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that when a sealed box of otomimix was opened one of the vials was empty. Could not open the empty vial as the lid was tightly sealed. A visual inspection was conducted on the returned product. The product was received open. The bottle containing the powder was full and appears to not have been opened. The jar containing the liquid is empty. Residue can be seen on the threads of the bottle but otherwise, no further signs of residue are present. The lid was unable to be removed from the bottle. There are no signs of residue in the product packaging. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a device design issue. A corrective action has been initiated to address this malfunction. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h4, h6, and h10.

Event description:
No further event information is available at the time of this report.